Event description:
It was reported that (1) device was used during a hysterectomy. It was reported by the affiliate that the lcsk5 used with a h2tuv, the pt had burns after contact between the tube and the abdominal skin (10 centimeters). It seems that the h2tuv was very hot. Another device was used to complete the case.